Event description:
It was reported that the patient's generator was replaced due to battery depletion but the surgeon discovered that the lead was split. Lead replacement was performed at a later date. No further relevant information has been received to date. The explanted suspect device has not been received to date.

Event description:
Further information was received indicating that the patient had full revision surgery. Device evaluation is not necessary as the lead fracture was caused by user error. No other relevant information has been received to date.

Manufacturer narrative:
H3: device evaluated by MFR?; code 81, device evaluation is not necessary as the return of the device will not add value to the investigation as the root cause is known; user error caused the event.

Event description:
Information was received from the surgeon confirming that impedance was ok prior to surgery and the cause of the lead fracture was due to accidental damage during surgery. Thus the event can be attributed to user error. No additional or relevant information has been received to date.